Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The foreign matter adhered not to the external surface of the scope, so it is presumed that reprocessing could not remove the foreign matter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign matter inside of the charged coupled devices glass. There was no patient involvement.